Manufacturer narrative:
(B)(4). Corrected data: b4, b5, e3, e4, g2, g3, g6, h2, h6, h11. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the subject airvo 2 was not returned to fisher & paykel healthcare (f&p) for evaluation. The device was performance tested and the power out alarm functionality was checked by the healthcare facility. Results: the healthcare facility stated that during testing, it was found that the power out alarm of the subject airvo 2 sounded for at least 120 seconds. There was no patient involvement reported by the healthcare facility. Conclusion: the healthcare facility confirmed that there was no fault found with the subject airvo 2.

Event description:
On 10 october 2025, a healthcare facility in illinois reported that the power out alarm of the pt101 airvo 2 humidifier (airvo 2) sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient. On 15 october 2025, the healthcare facility later reported that the power out alarm of the subject device sounded for at least for 120 seconds. Therefore, the healthcare facility confirmed that there was no fault found with the subject device.

Event description:
A healthcare facility in (B)(6) reported that the power out alarm of the pt101 airvo 2 humidifier (airvo 2) sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.